Event description:
It was reported that expansion failure occurred. The 100% target lesion was located in severely tortuous and non-calcified biliary artery. A 10x40x75 epic vascular stent was advanced for treatment. However, during deployment, it was noted that the radial force was insufficient requiring additional ballooning. The procedure was completed with this device. There were no patient complications reported and the patient condition was good.